Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. Patient alleged of dry cough, shortness of breath, eye infections, lungs hurt and difficulty breathing/short of breath. There was no report of serious or permanent patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Additional information was received on nov 02, 2023, and section h11 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging alleged of dry cough, shortness of breath, eye infections, lungs hurt and difficulty breathing/short of breath related to a CPAP device's sound abatement foam. Additional information was received alleged of cancer. The device was returned to the manufacturer's service center for further evaluation. The device was evaluated. There was no mention of visual findings to the external part of the device. The internal aspect of the device was inspected. The device powered on and airflow was confirmed. The device's downloaded logs were reviewed by the manufacturer. There were no error found. The manufacturer concludes that they could not confirm the customer's allegation and there was no visible foam degradation. In this report, sections d9, g3, h3, have been updated . The section e1 was updated and sections b1, b2, h1, h6 have been corrected in this report as follows: section b1 was corrected for adverse event and product problem. (Only the product problem was checked in the previous MDR.). Section b2 was corrected to other serious or important medical events. (Previously, it was blank.). Section h1 was changed from malfunction to serious injury. Section h6 health effects: clinical codes and health effects - impact code was corrected.